Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified intravenous medication and amikacin for the event. The patient outcome was not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.